Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on (b0(6) 2020. Device evaluation summary: during the visual inspection, the sample was found to be ruptured. Microscopic examination of the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent primary breast augmentation with a 475 cc mentor memorygel breast implant experienced left sided rupture post procedure experienced left sided rupture post procedure. The patient visited the physician¿s office and received a medical diagnosis for the deflation. As a result, bilateral prosthesis replacement with 600 cc mentor memorygel breast implants was performed on (B)(6) 2020.